Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ebsd, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported never having therapeutic effect. Since the device was implanted, the urine just wasn't flowing as well as during their trial. It was noted the patient had urinary retention. Additional information from the healthcare provider stated this was not an "event" and the patient was confused on the expected outcome and their instructions.